Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size printed on the balloon hub of the catheter identified the returned sample as a 5 mm x 4 cm balloon. One of the fibers strands was unraveled 5.3 cm from the distal tip. No other anomalies were noted at this time. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was connected to an in-house inflation device, and an attempt was made to inflate the balloon with water. Upon inflation, water was observing exiting from the fibers of the balloon, approximately 5.3 cm from the distal tip. The balloon was stripped of its fibers. A longitudinal rupture was observed 5.3 cm from the distal tip and was measured to be 0.3 cm in length. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a longitudinal rupture and unraveled fiber. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current (B)(6) IFU (instructions for use) states: - method for use contents supplied sterile using ethylene oxide (eo). Non-pyrogenic. Do not use if sterile barrier is opened or damaged. To reduce the potential for vessel damage, the inflated diameter and length of the balloon should approximate the diameter and length of the vessel just proximal and distal to the stenosis. When the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. [Applying excessive force to the catheter can result in tip breakage or balloon separation.] Do not exceed the rbp recommended for this device. To prevent over pressurization, use of inflation device with manometer is recommended. [Balloon rupture may occur if the rbp rating is exceeded.] Careful attention must be paid to the expansion of the stents, dilatation of calcified lesions or tortuous anatomy. [It may lead to catheter damage or balloon rupture (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the axillary vein, the pta balloon allegedly ruptured under 15 atm. The pta balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.